Manufacturer narrative:
A customer reported that "filtration failure occurred after implantation". The sample was received for investigation: -the sample was returned in an open secondary package, -the box included poach (not original), labels, glaucoma filtration device and shunt placed in the designated cradle. IFU was not included in package, -the shunt was found with the glaucoma filtration device in the cradle- not in an assembled state, -the glaucoma filtration device wire was fully pressed, -the shunt was rolled in a plastic bag, -visual inspection was preformed. Shunt body found to be with no damage and scratches, -the lumen found to be opened- not clogged. 3. No addition complaints for the lot. 4. No abnormalities were found during DHR review. 5. All products pass 100% final inspection at company prior to approval. If a defect would be noticed, the product would have been rejected. The root cause is inconclusive - unable to verify as no blockage was found in shunts lumen. Blockage could have been caused by many different reasons during the clinical procedure thus, the complaint can not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that filtration failure of shunt occurred after implantation. The product was replaced with a backup and the procedure was completed on same day. Additional information was requested.